Manufacturer narrative:
Service was not dispatched to the site for this event the calibrator lots involved in this event meet all internal specifications for release and were within normal assay variability. A beckman coulter inc. Support plan associated with this issue indicated that the quality control/patient result variation a customer could experience would be dependent on the reagent and calibrator lots in use prior to implementation of the involved calibrator lot. A increase shift for patient results and qc was expected with the use of the involved calibrator lot.

Event description:
The customer reported that on 11/23/2011 elevated total thyroxine (tt4) quality control (qc) results and patient results were generated on a unicel dxi800 access immunoassay system for an unknown number of patient samples. The customer noticed a shift in total t4 recovery, most significantly for qc levels one and two, upon usage of tt4 calibrator lot 120072. After changing to an alternate calibrator lot 119728, qc and patient results returned to expected recovery. The tt4 patient results associated with this event were reported outside of the laboratory. It is unknown as to whether any deaths, serious injuries or modification to patient treatments occurred in association with this event. Specific patient information, actual patient results, sample collection/handling information and additional instrument performance information was not provided by the customer.